Event description:
Loaner instruments for scheduled surgical procedures are to be delivered thoroughly cleaned, inspected, and tested for proper function. Contaminated loaner instruments were discovered during the check-in process. Two trays were noted with broaches clogged with dry body fluid.